Event description:
Additional information was received from the manufacturer representative (rep). The cause was not determined. This information has been confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d10 references: product ID 3387s-40, lot# (B)(6), serial# (B)(6), product type lead, product ID 3387s-40 lot# (B)(6), serial# (B)(6), product type lead product ID 3708660, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type extension product ID 3708660, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type extension h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type: extension, product ID: 3708660, serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 02-jul-2022, UDI#: (B)(4), product ID: 3708660, serial/lot #: (B)(6), ubd: 15-oct-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that patient (pt) came in with an infection in the lower portion of the implantable neurostimulator (ins) pocket. Site was very red from mid battery to a few inches below the battery. Patient went to their pcp back in nov or dec of 2023 reporting the infection. Pcp put patient on antibiotics. Pcp since had retired and patient did not follow-up. Patient finally went to see their neurologist and was referred to surgery a few days ago. Surgeon decided to remove the extensions just below the lead-extension block, as well as the battery. Patient was put on different antibiotics, since dec. But, it did not help the infection clear. Surgeon took cultures of the pocket, during the procedure and sent the battery and extensions to the lab for analysis/culture.  Patient has been on antibiotics and will continuing antibiotics post-op. Extensions and battery will be replaced, once the infection clears. The issue was resolved.

Manufacturer narrative:
H3. Analysis of the ins (s/n (B)(6) found no significant anomaly. Analysis of the extension (s/n (B)(6) found no significant anomaly. Analysis of the extension (s/n (B)(6) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.